Event description:
This event is deemed reportable based on the fact that the information provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: exposure to latex gloves caused her to suffer severe & irreversible latex allergy and other injuries and that she has incurred past and permanent pain and suffering, mental anguish, loss of enjoyment of life, and loss of earnings & wage earning capacity. At this time, an investigation of this specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unknown if safeskin corporation is responsible for this event, as safeskin is one of several manufacturers named in this lawsuit. Neither a specific company nor product is specified. However, an investigation will be initiated if information becomes available which would aid such investigation (e g product code, lot #).